Event description:
Patient reported bouncing in the diaphragm on the left side since implant due to diaphragmatic stimulation. Checking all of his pacing and scheduled for an ep appointment. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.